Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to failed mechanical engagement when placed on the system on 3 out of 3 attempts. The system displayed an engagement error when placed on the in-house system. A review of the engagement log was not able to verify engagement failures. Additionally, the instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis in the clevis. The instrument was found to have a dislodged crimp at the distal end. The crimp was still attached to the cable. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook was unable to be recognized by the system. The procedure was completed with no reported injury.